Event description:
Pt had left heart cath, procedure completed. Right femoral artery angiogram performed, upon checking post pulses, right tibial and dorsal pulses not palpable. Left groin prepped, 6 fr pigtail used for lower extremity angio. Filling defect visualized in right femoral artery. Sheath sewn in place. Surgeon consulted. Angioseal failed and patient had to have surgery.